Event description:
A report was received that the patient was experiencing stimulation around her neck due to lead migrated. The patient underwent a lead revision procedure and was doing well postoperatively.